Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01463, -01464. This event occurred in the (B)(6).

Event description:
Allegedly revised due to pain; stiffness (right). Sr njr index no: (B)(4).